Event description:
Healthcare professional reported, right side device rupture. The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: rupture: observed broken device assessed as surgical damage. Capsular contracture: unable to observe since it is not related to the device. As per the investigation procedure crease wear abrasion was observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: a.2., b.7., d.3., d.4., d.9., h.2., h.3., h.4., h.6.

Event description:
It has been determined that the device associated with this complaint is not PMA approved. This record is no longer reportable to FDA and will be un-reported.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2,a4, b5, b6, h6

Event description:
Healthcare professional reported capsular contracture baker grade iii.